Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, the patient underwent surgical intervention wherein the drg system was explanted. The patient was prescribed IV antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.